Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of blood/contrast on the guide wire and/or inadvertent interaction of devices resulted in the reported/noted difficult to remove. Inadvertent mishandling resulted in the noted guide wire bends likely contributing to the reported/noted difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified, mildly tortuous superficial femoral artery and popliteal artery lesion with 50% stenosis. A hi-torque command 14 es guide wire was used to cross the lesion without issue. A 6x80 mm non-abbott balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilation. However, during removal, the bdc became stuck on the guide wire. Both devices were removed together. A new hi-torque command 18 lt guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.